Event description:
An investigation should be conducted on a tablo machine, manufactured by outset medical, that caught fire and melted down on its own at (B)(6) hospital on (B)(6) 2021. What is wrong with the machine? No one is giving answers at the hospital. This could have been super bad if someone had been standing next to it. A friend took this picture in the hospital but no one seems to care. Nurses and patients are in danger. I am afraid for my job.